Manufacturer narrative:
(B)(4). (B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2016. According to the complainant, as the clip was about to be deployed during the procedure, the clip arms bent and failed to grasp onto the tissue. It was reported that the bent clip arms looked to have a sharp edge, so the physician retrieved the clip with a snare. As the clip was being removed from the patient, the clip arms scraped the patient's esophageal lining causing some bleeding. The procedure was completed with another resolution clip device. The patient was sent to stay a night in the hospital. There were no reported complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.